Manufacturer narrative:
Per the clinic, the patient was hospitalized (date not reported). This report is submitted on november 28, 2023.

Event description:
Per the clinic, the patient experienced an infection (cholesteatoma - not device related). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on nov 2, 2023.